Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parents reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50 mg/dl, 60 mg/dl at the time of incident and the current blood glucose level was 69 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer bolus wizard was not turned on so customer was accidentally delivering too much insulin for meals. Customer states they were not worn during a medical procedure or test around magnetic resonance field. The insulin pump will not be returned for analysis.